Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was high mg/dl. High bg was addressed by consuming carbohydrates. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. It was also reported that the pump time was incorrect, cause was unknown. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.